Event description:
Male received 1 unit of op-1 implant combined with 5cc's of calstrux for a c4-t1 corpectomy for spondylotic cord compression, with stabilization by cervical rod and buttress prosthesis. Approx half of the combined products was applied to the ends of the titanium rod and buttress prosthesis, sandwiched between the buttress end and the vertebral endplate. Some residual putty was placed at the sides of each buttress. The surgery was described as a 120 minute uncomplicated procedure. The pt began to complain of dysphagia and dysphonia 18 hours post-op. An urgent CT scan at 24 hours showed diffuse soft tissue swelling throughout the neck, even reducing the laryngeal air shadow. The pt became aphonic and dyspnoeic 36 hours post-op at which time an emergency tracheotomy was necessary. The airway was secured by tracheotomy under local anesthesia and the pt was re-operated on under general anaesthetized. A huge amount of serious edema fluid under pressure was present. The putty had liquefied and had dispersed. Pt recovered, but has remained dysphagic and hoarse since. The pt additionally developed osteolysis in the vertebrae adjacent to the prosthesis. The surgeon suspects the events were related to the use of the products. Add'l info will be requested.